Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose was over 600 mg/dl. Customer¿s current blood glucose is 389 mg/dl. The customer experienced symptoms such as throwing up, and very thirsty. The customer was treated stated gave herself extra insulin shot prior to arrival. Customer reports they have contacted their healthcare professional regarding the high blood glucose. The customer was wearing the insulin pump during the hospitalization. Based on customer report proceeding in troubleshoot per customer alleging possible pump under delivery. Customer performed displacement test and test was passed . The insulin pump will not be returned for analysis.